Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Detail trace analysis confirmed power error 25 alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at electronic board. After disconnecting and reconnecting the internal battery connector on electronic board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received power error detected alarms every three to six hours. Customer's blood glucose at the time of call was 355 mg/dl. Customer attempted to reset insulin pump but issue persisted even after troubleshooting. Customer declined troubleshooting for high blood glucose. Customer would return insulin pump for failure analysis.